Manufacturer narrative:
D10: concomitant product number: 9734477, lot number: 1747788; product number 9735346r, lot number: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming swapping the camera out confirmed the issue as the camera did not work on either system. However, when a functional camera was put on the damaged s7, it continuously beeped and the instruments were still showing disconnected. It was noted the cause of the issue was the camera likely got bumped at some point as the amber light was displayed.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that there was a hardware failure. Hardware parts were replaced. A manufacturer representative went to the site to test the computer. No issue was found and the computer functioned normally. Product analysis #(B)(4): (B)(6) 202115:10:37 cst webmremotews sfdcmnav product analysis task update, workordername : (B)(4) analysis summary text : demo/eval unit: false general summary of failure(s): amber light blinking on camera; camera beeping; instruments showing ¿disconnected¿ status hardware p/f: fail hardware failure: optical communication instruments p/f: n/a is general failure resolved?: no record type: nav system checkout (closed) self test: n/a software p/f: n/a status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass was stealth autoguide involved?: no were hardware parts replaced?: yes (B)(6) 2021 11:29:30 cst webmremotews interface update: sfdc mnav external reference type : salesforce external reference ID : (B)(4) author/date/subject/note: (B)(6) / (B)(6) 2021 / work order (B)(4)added to complaint / system: (B)(6) status: in process record type: nav system checkout was stealth autoguide involved?: no author/date/subject/note: (B)(6) / (B)(6) 2021/ attachment uploaded to case (B)(4) / attachment uploaded to case (B)(4). End of interface update. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the camera was still connected to the navigation system at the hospital because they didn't have a replacement camera.

Manufacturer narrative:
Lot number of psu kit 9735346r spectra rwk: p7-05003 h3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient I nformation to determine if a software anomaly contributed to the reported event. Fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735585, software version: (B)(4), product ID: 9735225r, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when in the cranial software, on the verify instruments page all the optical instruments stated they were disconnected. A manufacturer representative swapped reference frames and removed then re-added instruments without resolution. The manufacturer representative uninstalled then reinstalled the cranial application without resolution. It was noted the spine application was no longer on the system due to an unrelated issue. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the manufacturer representative tried again to uninstall and reinstall the software without resolution. It was noted that the computer was replaced and the issue was not resolved. When trying to install the ndi firmware 14, the rep was getting a message stating that nothing new was installed which indicated that it was already on the system. The rep opened the ndi toolbox and found that the psu bump sensor was faulted and that the hardware was alerted. It was noted that the field would swap out the camera with another navigation system to confirm the issue.